Manufacturer narrative:
(B)(4).date of event: unknown, captured as awareness date. Batch #: unk. (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information: surgeon experience: 6 months ¿ 2 years. Sometimes the registrar fires and in other the surgeon fires. In addition, the surgeon does not see any reason why the patient had a post-operative leak as there was no issue with the device in the surgery. There was no allegation of poor staple formation during any point of care for the patient and the patient did not have radiation or pre-extenuating factors that would have contributed to the leak in the surgeon¿s opinion. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? It was reported that the patient was defunctioned. Did the patient receive a colostomy? If yes, is this viewed to be temporary or permanent? What is the product code for the device that was used in the initial procedure? What is the lot number if available? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative was the bleeding and leak identified? What was observed at the site of the leak upon reoperation? What was observed at the site of the bleeding upon reoperation? How was the leak addressed? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current status of the patient? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the patient had an unexpected leak after undergoing an anterior resection. Powered stapler used. Consultant & reg trained on the device and had used before and there were no apparent problems at the time of firing. Good blood supply, no tension and negative air leak. No delay in surgery. Patient suffered a post op hemorrhage and port-site hernia. A leak was detected on scan therefore he was taken back for a washout and de-functioning.

Manufacturer narrative:
(B)(4). Date sent: 05/04/2022. Additional information was requested, and the following was received: unfortunately no further details are available.